Manufacturer narrative:
The current orbera 365 intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" and "ulcer" as follows: warnings and precautions: deflated devices should be removed promptly. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. "Possible complications of the use of the orbera system include: injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
The patient presented with ulcer. The balloon was found deflated and was removed successfully.

Manufacturer narrative:
Supplement # 01 medwatch submitted to the FDA on 19/apr/2021. Device evaluation summary: the device has not been returned for analysis. The investigator determined that a DHR review is not possible as the lot number was unobtainable.